Manufacturer narrative:
(B)(4). Baxter received and evalauted the device. The device was found in specification in relation to the reported symptom, "failed 800 ml/hr gravimetric test," which was not reproduced or confirmed during evaluation. During evaluation, no discrepancies were identified associated to the reported problem. This MDR was initially reported due to the absence of event information. Upon evaluation of this device, it was determined that the related malfunction is unlikely to cause a substantial risk to the patient and is determined to not be a reportable event. Manufacturer report number 1314492-2015-12177 can be removed from the FDA database.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump failed the 800 ml/hr gravimetric test during preventive maintenance testing. It was also reported there was no patient involvement.